Event description:
It was reported that a patient underwent a general surgical procedure on (B)(6) 2022 and suture was used. The end of the needle broke off. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # pc-(B)(4). (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: did the needle break or did suture separated from the needle? The needle did not break. Did suture break? Yes. What was being done when the end of needle broke off removal from package during passage through tissue during tying post-op? Before using on patient. Procedure name and date? Unsure of procedure name a general procedure, the date was (B)(6) 2022. Event date? (B)(6) 2022. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. This is a combination product, and the event has been reviewed for both the suture and the triclosan. Trade name - irgacare®. Active ingredients ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ = 2360 g/m.